Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via interdepartmental helpline solutions tracker, the customer had reported issues with the insulin pump. Then stated that a couple of weeks ago he experienced a high blood glucose in the 600 mg/dl range. He had changed the set and the regulated again. Customer didn't notice if the cannula was bent. Customer declined troubleshooting assistance with the helpline. He was advised to call when issues occur to ensure the device is functioning correctly. The device is not being returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No failed battery test alarms were noted. The pump had a cracked case at the belt clip slot, a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.